Manufacturer narrative:
Additional information received on sept 26, 2024, indicated that the patient underwent replacements with unspecified mentor silicone implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Safety note: impacted product number: (B)(4) mentor memoryshape¿ mh 685cc gel implants left breast notes: it was reported, via a healthcare professional report, that a female patient who underwent breast augmentation surgery with mentor memoryshape¿ mh 685cc mentor gel breast implants on (B)(6) 2016. Late onset seroma was observed on or about (B)(6) 2024 during surgical removal of the implants ¿ ¿findings: bilateral intact breast implants, seroma of left breast¿. Bilateral implant removal was performed on (B)(6) 2024. The patient underwent bilateral capsulectomy, and bilateral replacements as follow: left/ cat: shpb775, sn: (B)(6), right/cat: shpb775, sn: (B)(6) and evacuated 80 ml of seroma fluid from the left side. The fluid sent to cytology. Manufacturer¿s reference number: (B)(4).

Event description:
Safety note: impacted product number: ip-(B)(4). Mentor memoryshape¿ mh 685cc gel implants left breast notes: it was reported, via a health care professional report, that a female patient who underwent breast augmentation surgery with mentor memoryshape¿ mh 685cc mentor gel breast implants on (B)(6) 2016. Bia-alcl was observed on an unknown date from pathology findings of guided needle aspiration ¿ ¿patient positive for bia-alcl¿. Implant removal is scheduled for (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: alcl, skin inflammation, lymphoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon further review done on 05-nov-2024, the pc skin reaction was removed from (B)(4). Per the information provided, the redness reported is related to the swelling (late-onset seroma). Manufacturer¿s reference number: (B)(4).